Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Based on the data analysis the root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. H5 erroneously selected on the initial manufacturer device report number 1220648-2025-26470. H8 erroneously selected on the initial manufacturer device report number 1220648-2025-26470.

Event description:
The complainant reported that an automated impella controller (aic) displayed a controller error during patient support. The alarm resolved with no noted harm to the patient. Support was continued uninterrupted. The aic has been shipped for investigation but has yet to be received.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.